Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer requested a repair, defects were found with the device during analysis, therefore we can confirm this complaint as a defect was found with the complaint device. It was found that the motor was highly corroded. There was a short circuit in the motor cable. The resistance value of the keypad of the handcontrol set were out of specifications. The motor, motor cable and the handcontrol set were replaced to correct the identified failures. The device was cleaned, repaired and tested for functionality. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and the damage to the motor cable, which may have caused the short circuit. The corroded motor has a tendency to stick and not turn, hence, along with the defective keypad, are responsible for the issue reported by the customer. However, given the information provided we cannot discern a definitive root cause for the defective keypad. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that the micro tornado hp w hand-control needs to be repaired. No consequences for the patient. The issue was found pre-operatively. The customer states that they have no further information.